Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. Study event. The device remains in the patient. The lot number was provided. Review of the lot history record did not produce any findings relevant to this complaint.

Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms: after procedure. It was reported that one day post an uneventful right internal carotid artery stenting procedure, the patient experienced some problems with fine movement of her left hand and bilateral blurred vision. Physical therapy was started the next day. Left hand function improvement as well as visual field improvement was noted during hospitalization. She was discharged back to a rehabilitation facility 5 days later. Approx three weeks later, during a follow up visit, the physician stated that the patient's neurological symptoms have completely resolved. The patient still complained of a little balance problem, but overall, it appears that her entire neurological system is rapidly approaching her baseline. Although requested, there is no additional information available.